Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient mentioned getting different sensations from the therapy when laying in different positions; patient feels therapy when lying on either side but not when lying on back. The patient does not feel adaptive stimulation works for them when they are lying on their back. The patient mentioned this issue started about 4 years ago. Patient switches to group c in the mornings when charging and has two programs in group c. The patient felt tingling in hip all the time, no matter the position. The patient also mentioned charging 2 times per day, once in the morning and once late at night before bed. The patient typically charges when ins is at 50% or 60% and ins takes about 30-40 minutes to charge. Patient mentions switching from program c to program a after charging in the morning and not using program c at night when charging because they are "afraid program c would raddle them out of bed." The patient mentioned mornings being particularly difficult due to pain. Additional information received. Patient reported settings were changed and they received new charging belt.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.